Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to provided information, the issue with high peep was not caused due to ventilator malfunction, only by external factors. Customer was advised to replace patient tubing and bacteria filters to prevent moisture buildup. The device passed all performance tests and was returned to clinical use. A positive end expiratory pressure is maintained in the alveoli and may prevent the collapse of the airways. The peep pressure in the patient system is regulated by the expiratory valve coil, which controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. The device's logs were not available for further investigation. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to excess moisture in tubing and filter.

Event description:
It was reported that the ventilator was reading incorrectly values of positive end expiratory pressure (peep). There was no patient harm. Manufacturer's ref. #: (B)(4).